Manufacturer narrative:
Approximate age of device- 5 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a driveline infection on (B)(6) 2018. The culture results showed enterobacter aerogenes. The patient was treated with cefepime until (B)(6) 2018 and then the patient took ertapenem until (B)(6) 2018.